Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a left hip revision procedure occurred on (B)(6) 2012 due to patient allegations of pain. A review of invoice history confirmed both surgery dates and that the modular head, taper adapter and stem were removed and replaced with cement spacers during the revision procedure on (B)(6) 2012. Additional information obtained through invoice history search and further follow up revealed that another left hip revision surgery was performed on (B)(6) 2012 to remove and replace the cement spacers and remaining hip components with a total hip. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the additional information received in the medical records, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-00641 / 00643 & 03562).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00641 / 00643).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a left hip revision procedure occurred on (B)(6) 2012 due to patient allegations of pain. A review of invoice history confirmed both surgery dates and that the modular head, taper adapter, acetabular cup and stem were removed and replaced with cement spacers during the revision procedure on (B)(6) 2012. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to infection. The operative notes confirm that the acetabular cup, taper adapter, femoral stem and modular head were removed and replaced with cement spacers. The report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.